Event description:
Boston scientific received information that this atrial lead was exhibiting impedance measurements less than 100 ohms which triggered the lead safety switch (lss) on the associated pacemaker. Additionally, noise, low sensing measurements and no capture at maximum device outputs were observed. The patient has been feeling a tingling sensation in her chest. A revision procedure was performed and the lead was removed from service and successfully replaced.

Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be re-evaluated if additional information is received.